Manufacturer narrative:
510(k): report is for one (1) unknown screw without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent application of an elbow hinge fixator on (B)(6) 2015. On an unknown date, the set screw fell out and the elbow hinge fixator came apart. The patient applied electrical tape to hold the elbow hinge fixator together. On (B)(6) 2015 the patient returned to the operating room and had the elbow hinge fixator and other unknown external fixation rods and clamps removed. There was no surgical delay. Procedure was successful. This report is for one (1) unknown screw. This is report 2 of 4 for (B)(4).